Event description:
Patient representative reported "ruptured, deflated, and pain". Lather healthcare professional confirmed "deflation". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient representative reported "ruptured, deflated, and pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed, one opening assessed as unidentified (tear) opening ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative reported "ruptured, deflated, and pain". Lather healthcare professional confirmed "deflation". This record is for the right side. The device has been explanted.